Event description:
It was reported that there was a rupture of a catheter balloon during an operation with loss of balloon material in artery. Another fogarty catheter was used to remove balloon catheter material. The surgeon now feels that the artery condition is not good. However no permanent injury was reported.